Manufacturer narrative:
(B)(4). The pump ((B)(4)) was returned for analysis. Analysis of the pump found no significant anomaly; the pump had reached the elective replacement indicator due to time progression.

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who was being treated with lioresal 2000 mcg/ml (225 mcg/day)intrathecal therapy via an implanted pump. The lioresal lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The patient's medical history and concomitant medications were unknown. The physician reported the patient experienced a motor stall and an overdose. No diagnostics were available at this time. It was unknown if the issue was resolved. It was stated that it was unknown if surgical intervention occurred; however, complete explant date/replacement was noted as (B)(6) 2016 and the product would be returned to the manufacturer. Patient status at the time of this report was alive with no injury. Additional information was requested for the lioresal lot number and start date and end date as well as any other medications that the patient was taking at the time of the event, patient¿s pertinent medical history, when the patient first started experiencing the motor stall and overdose symptoms, clarification of the overdose event, what symptoms, if any, did the patient experience related to the reported pump motor stall, what troubleshooting was performed related to the pump motor stall, what diagnostics were performed related to the overdose condition, what actions/interventions were taken to resolve the patient¿s overdose, and was the cause of the patient¿s overdose determined and had the patient¿s overdose been resolved. A supplemental report will be provided as additional information becomes available. Additional information was received from a healthcare provider (hcp) via a company representative. The pump was explanted prophetically as the battery was depleted. Information was received from a healthcare provider who indicated that there was no current event. The events managed by decreasing the concentration to ¿500¿ and going back up over time. The dose was unable to be increased. There was over three admissions for frank overdose from home, experiencing ¿brady, hypothermic, hypotonic¿ which occurred approximately two years ago. These stopped or were diminished. The patient still experienced some milder symptoms; however, the occurrences were rare. It was noted that each time the pump was ¿to low flow and recovered.¿ the event was related to the intrathecal baclofen; however, there was no specific issue found in regards to the overdosing. The patient had several hospitalizations but none recently. The pump was replaced during the week of (B)(6) 2016 (specific date not provided) due to eol (end of life) battery. Hospitalizations, decreasing the pump, and supportive care were the actions/interventions taken to resolve the patient¿s overdose. The cause of the overdose was not determined. The overdose had been somewhat resolved. The dose had not been taken higher and was maintained on ¿500/cc¿ for a ¿long time to present.¿